Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of nonsustained right ventricular oversensing were observed. A oversensed signal was missing on the egm and the far field channel. The patient was not reported to be symptomatic. Recommended changing the sensitivity settings and performing a dft. Session records were not received as requested. No further information is available.